Event description:
It was reported that the patient presented into the emergency room after receiving inappropriate high voltage therapy for a supraventricular tachycardia. The device was reprogrammed, and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.